Manufacturer narrative:
Patient weight is unknown. Implant date is an unknown date in (B)(6) 2005. Explant date is an unknown date in (B)(6) 2006. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, in (B)(6) 2005, the patient, at age (B)(6), suffered an accident at school, injuring his right leg. The first doctor who treated him, believing it to be a dislocation, indicated the use of plaster. After 15 days of use of the gypsum, and remaining the pain, radiography was performed showing that there were two fractures in the fibula. Thus, at the beginning of (B)(6) 2005 the patient underwent a procedure for bone regeneration and was implanted with a stainless-steel plate in the right leg. Around two month later, it was reported the plate broke, and a plaster was used until (B)(6) 2006 to avoid a second surgery. In (B)(6) of that same year he suffered severe leg pain and in (B)(6) of 2006, as the pain increased, a new radiograph was performed, which showed that the plate was broken again in a second place. A new operation was performed and the plate was removed and replaced with a bigger one which would need to be removed three years later. The original plan was the smaller plate that broke would have remained in the patient indefinitely. This is report 1 of 1 for (B)(4).